Event description:
Pt was undergoing a minimally invasive spinal fusion. Force was being applied to the instrumentation to seat the rod and place the locking setscrew. During the application, the driver slipped and the setscrew dislodged. The setscrew could not be easily retrieved and two general surgeons were consulted to determine if the case should continue as planned. They gave their okay and the fusion was continued. The pt underwent an anterior exploratory laparoscopy to determine if any major damage was done to the pt and whether the setscrew needed to be removed. It was determined that the pt had not been harmed and the setscrew did not have to be retrieved. As the situation resulted in a delay in excess of 30 minutes and the setscrew left in the body, an MDR is being filed to document this event.

Manufacturer narrative:
Setscrew was left in the pt and could not be evaluated. Instruments used in the case were returned and no problem was found. One device was noted to have displaced metal due to forces applied to the instrument during use. The driver tip / setscrew interface was functionally tested and no problem was found. It appears that the cause of the event was likely related to excessive force applied to the devices during use.